Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold was noted on the rv lead. Patient was asymptomatic. Programming changes were made. Lead remains implanted.